Event description:
Prisma, gambro continuous renal replacement therapy (crrt) system had class 1 FDA alert 19 months ago. This resulted in an upgrade 5 months ago. Since the upgrade there have been multiple alarm problems with all four prisma crrt machines. Biomed has repaired and checked each time the machine has failed to operate. This has delayed treatment. This was discussed with our ICU, clinical nurse liaison (cnl) and our ICU manager. Meet with gambro renal intensive care territory manager last month to discuss related alarms and machine malfunctions since the upgrade. Gambro scheduled a technician to come and check each machine, as well as sending the intensive care specialist to go through the trouble shooting of the prisma machines with all end users at both hospitals at the end of last month. Feedback from staff was that the troubleshooting was helpful. The last preventive maintenance (pm) required two machines to be serviced/repaired. These machines were taken out of service as a result. This resulted in a delay of patient treatment again. Specific alarms included self test failure 00f0. Prior to this failure the filter pressure was very low at 39. Diaphragm repositioning was performed without success. Treatment was terminated. Another machine was then set up and primed. Multiple failure codes presented 00f0, 00a0, 0020, and 0050. This machine was reprimed three times without success. Biomed was notified. A new set up was then initiated on the 3rd machine with success. This has been a consistent problem with all the machines including those at our sister hospital since the upgrade was performed. We have discussed this with gambro regarding the number of malfunctions and pressure pods problems. We have asked why the machines continue to operate when the access pods are supposed to be a negative number and turns positive. The machine should be calibrated not to pull in the positive direction from the access despite performing the repositioning procedure.